Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii had foreign matter the child, should have a first seizure was admitted to our department on (B)(6) 2025 for a magnetic resonance examination under sedation, the nurse used an indwelling cannula for successful puncture and then anesthesia sedation into the magnetic resonance scan, the scan was found to contain a metallic substance in the cannula which could not be proceeded with, the cannula was removed immediately after the incident, the child was awakened, the cannula was re-inserted and the magnetic resonance scan was performed under sedation again.

Manufacturer narrative:
1. DHR/bhr review (lot#4109412): 1) the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(4). 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Check the retained samples of this batch, no foreign matters are found. 4. Cause analysis: the indwelling needle itself contains metal components (needle and metal wedge), after the puncture is successful, the needle is removed, but the metal wedge (which connects the catheter to the y- adapter and connects the extension tube to the pp connector) will not be removed. The metal substance described in the complaint should be a metal wedge. Conclusion(s): no abnormality is found in the process and retained sample. The metal substance found by the customer during the MRI is likely a metal piece from the indwelling needle itself. Because the defective samples were not received for analysis, the root cause of the complaint cannot be determined.

Event description:
No additional information is available.